Manufacturer narrative:
H6 codes added. Missing or original submission. This report was mailed in to FDA on: 9/24/97. The manufacturers internal reference number is: 8-10161-97. Disclaimer: this info is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an alcon laboratories, inc. Product is defective or has caused serious injury.

Event description:
Reporter noted corneal burn during quadrant removal. Sutures required to close wound.